Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - cage/plate: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery when the nurse impacted bone graft into the zero-p implant, while loaded on the introducer on (B)(6) 2020. However, when it was handed to the surgeon the peek cage came loose from the titanium plate and fell on the floor and de-sterilized. They then loaded a second implant which did the same during impaction into the disc space. The surgery successfully was completed without delay reported. The patient outcome was unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown), unk - impaction instruments: spine (part # unknown, lot # unknown, quantity unknown), unknown zero-p packing block (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown zero-p bone impactor (part # unknown, lot # unknown, quantity unknown), unknown zero-p packing block (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.